Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with right ventricular lead noise. Lead impedance also dropped below acceptable value. Physician suspected lead insulation breach. The lead was explanted and replaced. The patient was stable.